Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the on/off switch in the "on" position. Two catheters were returned with the device. One catheter was kinked in several areas. The second catheter appeared unused. The red activation knob was engaged in the handle for activation of the co2 cartridge, which could be seen at the bottom of the activation knob. A round potion of the activation knob had broken from the bottom of the device. The broken piece of the activation knob was included with the returned device. The co2 cartridge was loaded into the activation knob upside-down, however the top was fully punctured therefore the cartridge was initially loaded into the activation knob correctly. The o-ring was missing from the regulator. There were no other anomalies noted with the regulator. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of activation knob and handle breakage or cracking. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to a hemostasis procedure, the technician attempted to prepare a cook hemospray endoscopic hemostat. While tightening the activation knob, the carbon dioxide (co2) cannister shot off the bottom of the handle and exploded in the technicians hand. It is unknown how the procedure was completed. This occurred prior to patient contact; there was no impact to the patient.